Manufacturer narrative:
An event of device deformity was reported. The investigation at abbott found that there were no visible anomalies noted. The state of the returned component, due to the fracture damage, functional testing was precluded. The device was sent to science & technology lab (s&t) for further analysis, and it was found that multiple fractured wires were observed near a tangled region of wire at the edge of the proximal disc. Seven of the eight fractures observed on were tensile ductile failures. The eight appeared to be a shear where the wire crossed another. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The root cause of the damaged wires could not be conclusively determined. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The cause of reported deformation could not be conclusively determined. The observed deformation is compatible with overstress of wires and could result from the same event or from later handling. Based on the evidence and data provided, the findings do not support a manufacturing origin and are consistent with post-abbott handling damage; therefore, the root cause of the complaint remains inconclusive. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025, a 5mm x 4mm amplatzer duct occluder ii was selected for implant using a 5f amplatzer torqvue low profile catheter to treat a patent ductus arteriosus (pda). During the procedure the occluder took on a cobra shape. The occluder was not released from the delivery cable. The occluder was removed from the patient. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery catheter. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays to the procedure. There were no adverse signs or symptoms. The patient status was stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 5mm x 4mm amplatzer duct occluder ii was selected for implant using a 5f amplatzer torqvue low profile catheter. During the procedure the occluder took on a cobra shape. The occluder was not released from the delivery cable. The occluder was removed from the patient. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery catheter. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays to the procedure. There were no adverse signs or symptoms. The patient status was stable.